Event description:
The user facility reported that a "creeping" air loss occurred while using a tr band. Reportedly, there was no harm to the patient. No additional details have been provided by the user facility.

Manufacturer narrative:
The user facility reported that five (5) tr band air leaks occurred during separate cases at the same hospital. All the occurrences are being reported as MDR report # 9681834-2014-00219, 9681834-2014-00220, 9681834-2014-00221, 9681834-2014-00222, and 9681834-2014-00223. The actual devices were discarded by the user facility; however two (2) unopened samples from the same product code/lot number were returned and then evaluated by the manufacturing facility. Visual inspection confirmed there were no anomalies such as a break or flaw that would cause air to leak from the device. Subsequently, the samples were inflated with 18cc of air, the maximum volume applicable to this product, and submerged in water. No leaks were observed. Without evaluating the actual devices, the cause of the events cannot be definitively determined. However, based on the evaluation results of the returned samples, there is no indication that these events were related to a device defect or malfunction. A review of the device history and shipping inspection records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Device labeling does address the potential for such an event in the precautions section of the instructions-for-use by statements such as, "be careful that no foreign particles get into the air injection port when injecting air. The air could leak." All available information has been place on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).